Event description:
Related manufacturer report number: 2017865-2025-14559. It was reported that several episodes of noise, noise reversions, alerts for high ventricular rate, oversensing and auto mode switching (ams) were observed on the right ventricular (rv) and right atrial (ra) lead.